Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# unknown, serial# unknown, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturing representative. It was reported that the pump was delivering lioresal 2000 mcg/ml at 379,4 mcg/day. The catheter was found to be eroded. Although it was reported that the leak ¿first occurred on (B)(6) 2018¿, conflicting information noted that the patient was not aware of the catheter being eroded; it was found on the day of the pump replacement surgery when the surgeon did a catheter patency test by injecting contrast via the catheter access port on the pump [indicating that the date which the catheter was first leaking was truly unknown]. The lot number of the 8709 catheter was unknown, as it was implanted in the united states for 14 years. The catheter was explanted. The pump was also explanted, as the patient was due for a pump change. The surgeon placed a new lead (8781) and a new pump (8637-40). The patient was [now] getting the benefit of the therapy. The patient¿s weight and medical history were ¿nil¿. The return status of the device was ¿nil¿.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, lot# unknown, serial# unknown, implanted: unknown, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative was in the surgery for the pump replacement. It was also noted that it is required for the surgeon to check the existing catheter to see is it still patent. The additional information received indicates that the healthcare professional was the first person to notify the manufacturer representative of the event. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# unknown, product type: catheter. Country of origin of the event was (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was a catheter event. It was reported that there was a leaking at the pump connection point. The issue was diagnosed via a dye study. There were no reported symptoms. There were no reported complications.